Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Buried bumper syndrome with fistula are known complications of a peg tube/ j-tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2024 the patient's caregiver was unable to mobilize the patient's peg tube. On (B)(6) 2024 it was reported that the patient's tubing was removed due to a buried bumper and a fistula formation. The patient began subcutaneous therapy and the stoma had completely healed. The patient did not received any oral or intravenous antibiotics/anti-fungal treatment or any surgical procedure or hospitalization for treatment of the stoma.